Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawer 4 failing cubbies not on bus. A field service engineer replaced the worn retractor band, removed foil shards from the row boards, and reseated connections to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, cubies have failed in drawer 4 and cannot be recovered. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.